Event description:
Pt reported that while performing jaw exercises, they noted a popping sound in their left tmj followed by pain and swelling. A CT scan of the pt was taken and pt scheduled an appointment with their implanting tmj surgeon to evaluate their condition.